Manufacturer narrative:
The insulin pump passed the self test, active current measurement, and the displacement test however, the pump was received with high sleep current due to moisture damage on the electronic assembly. No moisture damage on the motor or force sensor noted during visual inspection.

Event description:
The customer reported via phone call that their insulin pump received replace battery alarm. The customer¿s blood glucose level was unknown. The customer did receive a low battery alert prior to the replace battery alert. The belt clip was damaged. The customer was advised the pump requires brand new or fully charge batteries to work effectively. The customer was also advised to revert to healthcare professional plan until replacement arrives. The insulin pump will be returned for analysis.